Manufacturer narrative:
H3:evaluation determined that the tool stuck in attachment/tube. The likely cause of failure could be corroded internal tube bearings. It was also noted that the foot of the attachment got cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of tool/blade was stuck. It was reported there was no patient involvement. Repair escalated to product event on evaluation due to foot of the attachment got cut.